Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had high lead impedance. It was noted that she was playing two months ago with a friend and he strangled her a little on the neck, after which is when the high impedance first appeared. The device was disabled and x-rays were taken. Diagnostics confirmed high lead impedance for both systems and normal mode diagnostics with 7/limit/high. Review of the x-rays received indicates that no obvious anomalies were identified which could be contributing to the high impedance event. However, it should be noted that a portion of the lead behind the generator could not be assessed. The cause for the high impedance event is unknown at this time. It is unknown what the relationship of the strangulation is to that of the high impedance.